Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During the evaluation, fse confirmed the error on the patient printouts. Fse resolved the error by cleaning the valves and the stator. Fse then trimmed the tubing to syringes and performed several drain flushes. The retention time (rt) before and after adjustment was 0.58 minutes (normal range 0.57-0.61 minutes). Quality controls were performed and had acceptable results. The g8 instrument was operational. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 6 troubleshooting states: 200 area low error three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported event was due excess air in the tubing due to a reagent change.

Event description:
A customer reported getting 200 area low error messages on quality controls (qc) and patient results after changing buffer 3 on the g8 instrument. The customer checked the volume of the buffers and hemolysis wash without any issues. Technical support (ts) instructed the customer to check the waste and replace the sample needle. The waste was draining normally and there was no change in the total area after the needle change. The customer reseated the hemolysis wash tubing but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.